Event description:
A resident in the facility was found to be in full cardiopulmonary arrest. The suction machine on the crash cart apparently would not turn on. The facility tried to use two other non-medline suction machines, but they would not turn on either. The emt staff arrived to provide treatment. The resident did not respond and he subsequently died.

Manufacturer narrative:
The resident was found to be in full cardiopulmonary arrest. The crash cart was brought into the room. CPR was initiated. The resident had a frothy sputum and they attempted to turn on the suction machine, but it would not turn on. They had two other non-medline suction machines and they would not turn on either. The resident subsequently died. We are awaiting the return of the sample(s) and a follow up report will be filed when corrective action is determined.